Manufacturer narrative:
The pt underwent the index procedure, and no stage procedure was planned. The pt's medical history consisted of (CABG) coronary artery bypass graft in 1997, hypertension, smoking, myocardial infarction, peripheral vascular disease, and a charlson comorbidity of two. The disease extent was three vessels, and the number of lesions treated during this procedure was one. The pt was started on aspirin 150mg and clopidogrel 75mg 30 days prior to the procedure, statins and betablockers. At the time of the procedure, the pt received a bolus of aspirin 250mg, unfractionated heparin, and a loading dose of clopidogrel 75mg. A baseline (ECG) electrocardiogram was performed. The blood pressure was 116/74, a heart rate of 70, and the (lvef) left ventricular ejection fraction was > 50%, the pre-procedure ck, ck-mb, and troponin were all above upper normal levels >/=5. The creatinine was 0.6mg/dl/53.04 umol/l, platelet was 266 and hemoglobin was 12.7 performed in 2007. During the index procedure, a 7french-guiding catheter was utilized. The target site was the native (prca) proximal right anterior coronary artery with a vessel diameter of 3.0mm and a lesion reset pre-procedure lab evaluation section.

Event description:
The six months follow up report conducted via other, indicated that the pt was asymptomatic, discontinue all medication due to death that occur three months after single stent implantation with cypher select plus stent. The cause of death was cardiac death unk with evidence of myocardial infarction, and evidence of thrombosis was likely. An (ECG) electrocardiogram was performed. The event was possible related to the cordis stent and unrelated to the procedure. The event was considered a serious adverse event that was fatal.